Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet was not connected to the dexcom g7 continuous glucose monitor (cgm) sensor. The dexcom g7 app displayed a blood glucose (bg) of 328 mg/dl. It was determined that the pairing codes did not match between the app and the ilet. After correcting the pairing code, the user was advised to wait 30 minutes for readings to appear on the pump. Dosing was not stopped. The highest blood glucose (bg) recorded was 328 mg/dl. Blood glucose (bg) was corrected through corrective bolus delivery once the pump paired successfully. No symptoms, outside assistance, or medical intervention were reported.